Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the alarms. Customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer.